Event description:
Arthrotek 305 lactosorb screw anchors were being implanted. It was noted that the clips that e hold the implant into the inserter were broken and in the shoulder. The surgeon was able to find two peices but was not able to locate one metal piece. The shoulder was irrigated, but the metal clip was not found.